Event description:
The customer reported a leak described as a few mls of bloody fluid near the blood sampling valve (bsv) of a coulter lh 750 hematology analyzer due to popped off tubing from the bsv; the leak was not contained within the instrument. The customer also stated that the instrument generated low vacuum drift errors at the time the event occurred. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. The customer stated abnormal patient results were generated but were not reported outside the laboratory. There was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/20/2015 and confirmed the leak, which was due to popped off tubing from a fitting on the bsv. The fse reconnected the tubing on the fitting resolving the leak and the error reported. (B)(6).